Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there were defective measure marks on a 10 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray, before use. There was no report of injury or medical intervention.

Manufacturer narrative:
One photo was received by bd (B)(4) and evaluated. Five 10ml syringes all exhibit missing print between approximately 8ml grad mark and the bd logo. The print appears to be scratched off. One full carton of twelve sealed 10ml trays (240 syringes) was received by bd (B)(4) and confirmed to be from batch #7177534. 80 syringes were randomly selected and visually evaluated. No print defects were observed. A device history record (DHR) review for lot# 7177534 was performed, assembly and printing records were reviewed as part of this DHR review. All visual inspections were performed as per requirement. A quality notification was issued for missing print due to a part caught in dial and printer jam. Adjustments were made and product requalified according to aql. Batch 7177534 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Potential root cause: missing print due to scratch: part caught in dial scratched print off passing barrels until it was dislodged. Corrective actions: controls are in place to ensure containment of defects and quality of the final product. They include periodic product inspections at various stages of manufacturing. No additional actions are required at this time based on the defective rate identified. Confirmed: bd was able to confirm the customer¿s indicated failure.